Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the surgeon that after the implant was removed from the blue holder, the eye of the implant was bent. During the attempt to adjust the eye of the implant (implant was still cooled under 0é it broke. Surgery could be completed successfully with a new implant.

Manufacturer narrative:
The reported incident that was alleged of issue s-11 (breakage during surgery) could be confirmed. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on complaints history, the root cause can be attributed to a user related issue. Some of the possible root causes are: - bad temperature management before surgery. - bad prehension when removing the smarttoe from the holder. - excessive force when manipulating the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It is reported by the surgeon that after the implant was removed from the blue holder, the eye of the implant was bent. During the attempt to adjust the eye of the implant (implant was still cooled under 0°c) it broke. Surgery could be completed successfully with a new implant.